Manufacturer narrative:
The serial number and date of manufacture have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Received letter from attorney indicating his client had a 4 wheel scooter and on his way home, scooter went out of control, gained speed while going down hill and crashed into a tree. The scooter was purchased (B)(6) 2011.

Manufacturer narrative:
The device was returned and evaluated. The evaluation concluded this alleged incident occurred due to a disc parking brake failure.

Event description:
Received letter from attorney indicating his client had a 4 wheel scooter and on his way home, scooter went out of control, gained speed while going down hill and crashed into a tree. The scooter was purchased (B)(6) 2011.

Manufacturer narrative:
The model number, serial number, and date of manufacture have been updated. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Received letter from attorney indicating his client had a 4 wheel scooter and on his way home, scooter went out of control, gained speed while going down hill and crashed into a tree. The scooter was purchased (B)(6) 2011.